Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed due to unavailability of returned product/applicable imagery. Available information suggests patient factors (calcification) likely contributed to the event as the event description stated, ''the patient did have some stj calcification'' and ''the hole in the balloon was in the proximal segment of the balloon. Which would coincide with the stj calcification.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 valve, the physician crossed the annulus with the valve. The valve was being deployed. All of the volume in the inflation device was given. The balloon on the delivery system, then ruptured. The physician noticed blood in the inflation device. The system was pulled back. The valve was interrogated with a 90/10 deployment. There was no paravalvular leak. The delivery system with the ruptured balloon was brought back to the tip of the esheath. The esheath and the delivery system were removed together. The physicians , cinched down the perclose closure sutures . Good hemostasis was acquired. The physicians then brought the pigtail down to the aortic ilio bifurcation and delivered contrast to make sure that the femoral artery was in good shape. There was no damage to the femoral artery on the device side. The valve looked good and was functioning well. The patient was brought back to their room in good shape and discharge today. The fcs interrogated the delivery system balloon. The patient did have some stj calcification. The stj measured 26.6 mm x 29.4 mm. The hole in the balloon was in the proximal segment of the balloon. The physicians hypothesize that the balloon rupture was caused by the calcium in the stj. The staff disposed of the delivery system.